Manufacturer narrative:
One 8x25mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. The screw was returned in four pieces of varying sizes. Dimensional assessment is prohibitive due to the screws returned condition. The condition of the screw indicates it was subjected to excessive forces during insertion. The clinical details provided were reviewed, and it was identified that a b-t-b graft was utilized confirming the presence of hard bone. The screw condition indicates it was subjected to excessive force during insertion.

Event description:
It was reported that the screw broke into pieces during deployment in femur. No patient injury reported. Procedure was completed with a back-up device, there was a delay of more that 30 minutes.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.